Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) was confirmed - other empirical evidence based on accounts by the edwards clinical specialist present during the procedure. Available information suggests insufficient septal leaflet insertion and poor imaging likely contributed to the event. These are known factors that may result in an slda. Various factors may have contributed to inadequate leaflet capture resulting in slda include but are not limited to: suboptimal trajectory and implant orientation, suboptimal alignment or positioning of catheters or the implant, inadequate leaflet optimization and grasping, misinterpretation of proper capture (e.g. Capturing chordae instead of leaflets), interaction between multiple implants, and/or interaction with previously implanted devices. Slda may also occur as the result of leaflet damage due to multiple capture attempts, difficulty to release implant, patient anatomy/pre-existing conditions. Imaging related issues may include incorrect echo view planes, failure to use 3d or color doppler, catheter shadowing, artifact, and misinterpretation of images. In addition, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. There were no nonconformances identified related to the complaint event. These events are not associated with device malfunctions or manufacturing nonconformances. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending, and control limits are managed and assessed.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position where an slda happened. Patient came in with ftr torrential, type iiib, pacemaker lead in p1. Three aces were implanted a-s zipping technique from as commissure to the center of the valve, without achieving the desired result. The decision was to implant a fourth device p1-s but tricuspid regurgitation (tr) was worsened. There was a change on the strategy to implant the fourth ace a-s. There was a very difficult visualization of septal leaflet due to pm lead and significant height difference from septal to anterior leaflet. Grasping of the a-s leaflets was done with some visible tension on both. There was reduction of tr (best result ever during procedure). It was checked in sxtg and again in grasping view, but it was not sure about the insertion of the septal leaflet. Taking into account of the tr reduction, the physicians decided to release the implant in the position. After implant release, it become mobile, and the detachment from the septal leaflet was visible. The decision was to stop the procedure and follow up on patient status. Patient is doing well without any other complications. Starting tr grade was torrential 5+ and after the procedure was 3+. As per medical opinion the most probably cause of the slda was insufficient insertion of the septal leaflet. Due to poor imaging, it was not possible to properly assess leaflet insertion.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.